Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it being unable to maintain peep (positive end expiratory pressure) was confirmed. The asp replaced the internal flow transducer (ift) and the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ift and efm.

Event description:
An authorized service provider (asp) contacted ventec to report that the device's peep was unable to maintain (positive end expiratory pressure). There were no reports of patient involvement associated with the reported issue.